Event description:
It was reported that a label copy of a continu-flo clearlink system solution set was written in french only and an english translated labeling was not included with the product. This labeling issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Products that are confirmed to not normally house allergy warnings (e.g. Confirmed via carton labeling, baxter product catalog, or another unit of same product) is unlikely to result in patient harm as the product can still be used safely and/or the end user can obtain another available unit. Should additional relevant information become available, a supplemental report will be submitted.